Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedances as well as noise oversensing in the right atrial (ra) lead channel, which led to false positive atrial tachy response (atr) episodes. No adverse patient effects were reported. This system remains in service.